Event description:
It was reported that a participant in the ilet experience study experienced hypoglycemia during sleep and self-treated by ingesting candy, after which glucose levels recovered. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included no injury requiring medical intervention and no hospitalization. Investigation included a request for additional information from the participant to characterize the event and assess device performance. Investigation of this case revealed that the cause of the hypoglycemic event remained undetermined, and no device alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.